Manufacturer narrative:
(B)(6) 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(6) 2011 and was previously returned for repair on (B)(6) 2013 for a non-related issue. Investigation revealed that the device performed within motor speed specifications. The reported event was not reproduced. Prior to repair, the device met calibration specifications at all tested thickness settings except for the zero thickness setting. Repair of the device included replacement of all standard repair parts. The customer's reported event was not reproduced during testing; therefore, a cause cannot be determined. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome handpiece was not running at all. Clinical follow-up revealed that the device malfunctioned during a surgery where the dermatome took a deeper cut than expected. The surgeon stopped with that graft and proceeded to take a full thickness graft by hand. The reported nurse made the comment that she didn't know if it was the doctor or the dermatome that caused the incident.